Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2015 with the following findings: investigation revealed that the battery cap was returned in pieces. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was damaged and had been returned in pieces. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/23/2015.